Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing myopotential inhibition on the device. Patient was asymptomatic. Programming changes were made. Patient was stable before, during and after the event. Device remains implanted.